Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
The patient underwent coronary artery bypass grafting (CABG) surgery, with concomitant posterior wall encircling ablation utilizing an olh clamp. The patient was noted to have a high bmi and intraoperatively a substantial amount of epicardial fat was also noted. During placement of the olh clamp, the surgeon palpated a soft mass beneath the left atrium, suspected to be a lipoma, and the procedure proceeded with caution. Upon closure of the clamp, the surgeon observed that the lipoma had ruptured, resulting in a small atrial perforation. The repair required left atriotomy, and the injury was successfully repaired with sutures. There was no reported device malfunction, and the adverse event was the result of a procedural complication.